Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one m.r.I. Port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for the reported difficult to flush and material protrusion issue as the device was flushed from the distal end through the three-way valve and a blockage was noted exiting from the port base port septum was also noted to be partially dislodged which is caused by blood residue. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 02/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post port placement, the device allegedly failed to flush. It was further reported that purple bubble was allegedly formed under patient's skin and the patient experienced lot of pain. Reportedly, x-ray examination revealed the device septum allegedly protruded. The patient current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2022).

Event description:
It was reported that sometimes post port placement, the device allegedly failed to flush. It was further reported that purple bubble was allegedly formed under patient's skin and the patient experienced lot of pain. Reportedly, x-ray examination revealed the device septum allegedly deformed. The patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one m.r.I. Port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is confirmed for the reported material protrusion issue as port septum was found to be partially dislodged. However, the investigation is inconclusive for the reported difficulty in flushing issue as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years nine months post port placement procedure, the device allegedly failed to flush. It was further reported that purple bubble was allegedly formed under patient's skin and the patient experienced lot of pain. Reportedly, x-ray examination revealed the device septum allegedly protruded. The patient current status was unknown.